Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21343. The patient rec'd two scs leads with the same lot number. It was reported, the patient would ne undergoing an scs system explant since the system never functioned properly and a bovie pad may have been placed over the ipg in a past unrelated surgical procedure. F/u clarified the patient underwent heart surgery, and has felt a shocking sensation from the scs system since the surgery. Per the spine physician, the patient has disc issues and needs to have an MRI. As a result, surgical intervention was taken to explant the scs system. During the pre-op, the sjm representative was told there was nothing wrong with the scs system except for an adjustment in stimulation amplitude. The sjm representative was unable to perform troubleshooting since the physician insisted on removing the system to address the patient's health issues.